Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus rhythm at 91 bpm with motion artifact contributed to the false detection. The pt was near his office at the time of the event. The pt was conscious at the time of the event. A review of the downloaded data confirms that the response buttons were only pressed after the treatment had been delivered. The pt did not seek med attention following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt did not seek med attention following the event and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor (B)(4): 01/2013 - reuse. Electrode belt (B)(4): 01/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. Lifevest. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(4) per pt-month with (B)(4) confidence). (B)(4).